Event description:
It was reported that the balloon failed to inflate and subsequently burst inside the patient's straight vessel anatomy. The physician completed the procedure by performing a thrombectomy. There were no reported clinical consequences to the patient.

Event description:
It was reported that the balloon failed to inflate and subsequently burst inside the patient's straight vessel anatomy. The physician completed the procedure by performing a thrombectomy. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the kinked on several places along its length. There was procedural fluid found in the balloon catheter hub. Under magnification, a hole (puncture) was found in the balloon between the inflation holes. The catheter proximal shaft found to be kinked on its proximal shaft at approximately 11.0cm, 33.0cm 49.0cm and 65.0cm from its proximal end. The balloon catheter middle and distal shaft was found to be accordion wrinkled along its length. During inflating testing, balloon could not be inflated and balloon was leaking through the main port due to hole (puncture) in the balloon. The catheter distal lumen was plugged with .084" mandrel and the catheter was inflated, but it was still leaking through the main port on proximal end. Information available indicated that the device was confirmed to be in good condition prior to use and no anomalies were noted during the initial inspection, no leakage was noted during preparation of device. Information available through the customer stated that the carotid artery in the patient was stented before this procedure was performed and the flowgate catheter was pushed through the stent. It is likely that this act may have resulted in a different medical device response than intended by the manufacturer and/or expected by the user (balloon rupture/burst) as well as causing the additional anomalies observed during the analysis. Per the device dfu: "to avoid balloon leakage, do not allow balloon to contact calcified or stented arteries and do not allow balloon to move during inflation." Therefore, an assignable cause of use error was assigned to this event.